Event description:
It was reported that during an skin surgery it was difficult to move the drill through the drill guide. However the surgery was finished successfully with the same device. After the surgery it was noticed that the drill is damaged and showed signs of abrasion. According to the surgeon there was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. (1) unpackaged ar-8717g-01 was received for evaluation. Visual inspection noted one of the circumferential teeth on one of the device's drill guide tip was bent. This might have occurred prior to, or during the procedure. The accompanying ar-8717d-01-ru device was inserted in the ar-8717g-01 drill guide and it was able to be moved freely on 3 drill guides holes, except the one in which the circumferential teeth were bent. Since the condition of the device prior to the procedure is unknown, the cause remains undetermined. A potential cause for the bent circumferential tooth is damage incurred by dropping the device, impact with another device, or excessive forces applied during use.